Manufacturer narrative:
H6: investigation summary: one used and one unused sample were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a saline IV bag. The sets were successfully primed. A secondary set filled with blue dye water was attached to the sets and allowed to free flow. No back flow from the secondary bag was observed. The customer complaint that the medication was not infusing as expected could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0007 lot number 21056014 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 29may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was blocked and wouldn't infuse medicine. This occurred 2 separate times during use. The following information was provided by the initial reporter: "medication with secondary tubing was hung and it was discovered that the medication was not infusing as expected. We have had a couple instances of this happening in the past month."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was blocked and wouldn't infuse medicine. This occurred 2 separate times during use. The following information was provided by the initial reporter: "medication with secondary tubing was hung and it was discovered that the medication was not infusing as expected. We have had a couple instances of this happening in the past month."